Event description:
Caller reportedly obtained results of 526mg/dl and 140mg/dl on the complete system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.